Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number (B)(6). A philips remote service engineer performed trouble shooting with biomed and confirmed there was no sound coming from the device. A replacement speaker assembly (part ID 453564238621) was shipped to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed. The customer was provided a replacement part to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that device having speaker malfunction. It¿s unknown if the device was in clinical use on a patient at the time of event, there was no adverse event reported.